Event description:
I called several times to find out if there was any problems reported with this hip replacement as my husband has not done well since having this operation. The implant is described as follows: acetabular reconstruction was a novation crown cup hole shell, plasma coat group 3, 58 mm outer diameter ref #180-01-58, novation crown cup connexion gxl neutral liner group 3, 36 mm inner diameter ref #130-36-53. Two bone screws 6.5 x 25 mm length ref 122-65.